Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the distal portion of the rca, the catheter was damaged during removal. Resistance was encountered upon removal after inflation and the catheter was forcibly removed. Upon removal, it was noted that the catheter was damaged. No pt injuries or complications were reported.